Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 30 mg/dl. The customer stated that she was asleep and could not be woken up, so the paramedics were called. The customer had changed the infusion set the day before the event, and was not connected during the manual prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched with the amount of insulin in the reservoir. The customer mentioned that the insulin pump has been exposed to CT and MRI scans. Advised never to expose the insulin pump to strong magnetic fields. The customer was unable to conduct the displacement test at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.